Event description:
Mbr gets sufficient amt of blood on strip but the strip does not draw the blood all the way up, and does not give a blood glucose reading. This is first time he has had problems with test strips. Dose, frequency & route used: test twice daily.